Manufacturer narrative:
Additional manufacturer narrative: in this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The explanted device was not returned for evaluation as there was no allegation of the device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event cannot be determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards learned through the implant patient registry that a 27mm 3300tfx aortic valve was explanted after an implant duration of two (2) months, 16 days due to unknown reason. The explanted valve was replaced with a 27mm 3300tfx valve. As reported there was no allegation of the device deficiency. The patient was noted to be in the recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
Edwards learned through the implant patient registry that a 27mm 3300tfx aortic valve was explanted after an implant duration of two (2) months, 16 days due to aortic valve endocarditis. The patient initially presented with strep bacteremia, severe acute-on-chronic chf, severe mr, severe tr, and moderate ai. He underwent avr (with a 27mm 3300tfx valve), mv repair (with a 36mm 5200 ring), and tv repair (with a 32mm 4900 ring). The postoperative course was complicated by persistent candida fungemia despite appropriate antifungal medication. Three tees were performed, with the last one, performed two months after the procedure showed vegetation on the aortic valve. The other valves showed no vegetations or abnormalities and were functioning well. The patient underwent a redo avr. The explanted aortic valve was replaced with a 27mm 3300tfx valve. Postoperative echo showed a well-seated aortic valve with no paravalvular leak. As reported there was no allegation of the device deficiency. The patient was discharged on pod # 27.

Manufacturer narrative:
H11:corrected data: corrected data to a5,b5,b7, d4 and h6. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset occurs at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. It has been determined that the root cause of this event was due to patient and/or procedural related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.